Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient experienced a lip occlusion with juvéderm ultra¿ in the lip. It was a rapid onset. The patient had 2 treatments with hylase®, which were performed an hour apart. The status of the symptoms is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Additionally, the healthcare professional (hcp) reported that the patient was injected with 1 ml of juvéderm ultra¿ xc in the lip borders. As progressing to inject the upper and lower body of the lips, the hcp noticed swelling start in right upper lip. Then rapidly progressed. ¿rt upper lip, upper lip to angle nose¿ was reported as the affected site. The patient was pre-treated with chlorhexidine. Xylocine 2% lip block was used. Botox® was injected on the same date. The hylase® treatments occurred in the upper lip. The treatment was provided to prevent permanent damage and hasten symptoms resolution. Ischemia and necrosis were the permanent damages trying to prevent with the treatment. The event did not cause a permanent injury. The symptoms resolved on the same day.